Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient fell on (B)(6) 2017 and hit the implant site. Since then he cannot hear with the device.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient fell on (B)(6) 2017, hitting his head on the implant site. Since then he cannot hear with the device. The patient was re-implanted.